Manufacturer narrative:
(B)(4). Date sent 6/4/2025. D4 batch #z7001u. Corrected data d4: UDI#. Investigation summary; the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. Nine(9) remaining clips were found on the clip track. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A manufacturing record evaluation was performed for the finished device batch z7001u number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 6/3/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: could you please clarify per event description: "device broke"? Was the handle broken? Were the jaws damaged? Was the device difficult to fire? Difficult to open? Does the device fired any malformed clips? Does the device would not fire? If other please specify broke" as in they said it would not fire or deploy any clips properly. I was given little to no more info on the matter. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap cholecystectomy, while using the el5ml the surgeon thought they had to preload it before going down the trocar. The device broke and got off the tracks. Case was completed with another device. No patient harm was reported.